Manufacturer narrative:
Date rec¿d by MFR: 27sep2019. Date of report: 30sep2019. The manufacturer¿s international service technician confirmed the reported patient phenomenon. The manufacturer¿s international service technician replaced the blower assembly to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 15jul2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported the patient circuit was occluded along with high internal oxygen. There was no patient involvement.

Manufacturer narrative:
MFR received date: 03oct2019. Additional information has been received that the occurrence of the reported "high internal o2" alarm could not be verified in the diagnostic report. There were no confirmed failures with the oxygen. The occurrence of the "patient circuit occluded" and the "blower temperature too high" diagnostic codes were confirmed and attributed to a defective blower assembly. The blower temperature issue has already been reported on pr (B)(4). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.